Manufacturer narrative:
(B)(6). Concomitant medical product: persona tibial articular surface provisional, cat#: 42527000505 lot#: 62233924; persona tibial articular surface provisional, cat#: 42527000303 lot#: 62799381; persona tibial articular surface provisional, cat#: 42527000303 lot#: 62604993; persona tibial articular surface provisional, cat#: 42817000505 lot#: 63110362. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05550, 0001822565-2017-05551, 0001822565-2017-05552, 0001822565-2017-05554, 0001822565-2017-05555.

Event description:
It was reported that there were broken tibial articular surface provisionals found in a bin at the warehouse. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.